Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to axilla bra fat and off-label use to the male chest experienced paradoxical adipose hyperplasia to treated areas.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper back, lower abdomen, flanks and chest on (B)(6) 2021 with coolsculpting developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by nurse practitioner.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated upper back, lower abdomen, flanks and chest on (B)(6) 2021 with coolsculpting developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by nurse practitioner.